Event description:
A baxter (B)(4) reported that a peritoneal dialysis (pd) nurse contacted her regarding an unknown quantity of minicap extended life twist clamp transfer sets that became disconnected from the pd catheter during use by multiple unknown patients on unknown dates. The peritoneal dialysis (pd) nurse returned a call made by product surveillance regarding the reported event. The nurse provided the name of the home patient (hp) involved, however; the sample was discarded and the lot number was not available. The nurse stated that on on unknown date in (B)(6) 2010, the hp woke in the middle of the night wet and discovered his transfer set had separated from his catheter. The hp contacted the pd nurse who advised him to come into the clinic to have the transfer set replaced. The hp was given prophylactic antibiotics, however still developed peritonitis. The nurse stated the hp has since recovered and has resumed therapy without any issues.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.